Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of over 500 mg/dl; cause was not known. It was also reported that an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support.